Event description:
It was reported that during a distal radius fx, the surgeon implanted the plate with the k-wire provisionally fixating the hardware. When the surgeon attempted to remove the k-wire, he was unable to do so. There was approximately 15 mins added to the procedure. The surgeon then removed all the hardware and implanted a new plate with screws without further incident and no adverse event to the patient. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The manufacturing evaluation showed the relevant dimensions of the affect hole and the k-wire cannot be verified anymore as the wire fragment is stuck in the hole. Therefore this complaint is indeterminate from a manufacturing standpoint. All other k-wire holes of this plate were checked and found within the specification. At the upper side of the plate is at the edge of the hole with the wire a damage of the surface visible. This damage was caused post-manufacturing as the anodization layer is worn away. But afterwards it cannot be defined if this damage, which could have caused a deformation of the hole, was caused during the wire insertion or during cutting of the wire after it was stuck. Additional product codes for this report include hty.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.